Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had a hysterectomy on monday, and since then all they do is urinate. The patient mentioned that they turned the therapy off before the hysterectomy, and turned it back on afterward. Today the patient was out of the house and went to the bathroom 5 times, and they went through their clothes because they couldn't hold it. Yesterday the patient went to urgent care to make sure they didn't have a uti, and the healthcare provider (hcp) told the patient that "it was slight" and gave the patient an antibiotic which they started yesterday. The patient was told that their symptoms weren't caused by the hysterectomy, so they thought something might be wrong with the ins and wanted to try a different program. Agent educated the patient on how to change programs. The patient increased the amplitude on the new program until they felt comfortable stimulation. The patient will continue to monitor their symptoms. The patient was advised to follow up with their hcp if symptoms do not improve. On (B)(6) 2025 the agent received call from patient in regards to the same issue previously reported. Caller stated that they are up all night using the restroom. Caller stated that they already changed the program twice and just changed it again this morning. Agent reviewed programming guidance with the caller and redirected the caller to the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.